Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. This device was tested in clinic with provocative maneuvers with noise unable to be reproduced. The device was subsequently reprogrammed to increase the smart charge feature and reprogrammed to the secondary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.